Manufacturer narrative:
Review of the screenshots received did not reveal any issues. Log files were re-reviewed and the following were visible: frequent triggering of alarm 278 - internal o2 sensor concentration high and mushroom valve offset calibration has never passed.the exhalation valve assy in the unit which was triggering the alarm intermittently was replaced. They found some debris inside the red controlling tube. Exact root cause is unknown. Reported o2 issues were most likely caused by insufficient o2 supply at that point of time.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The technician wasn't able to duplicate the reported device behavior. As per the curves measured, the occlusion alarms were triggered correctly. As per him, it could be the exhalation valve is not working as expected. He mentions that the expiratory resistance logged during the last circuit system test was on the higher end, it is also visible in the logs that the supplied o2 pressure drops down almost to 0 at various occasions during the ventilator is in clinical use. Respective warning alarms were also triggered as well. If additional information is received, a supplemental report will be submitted.

Event description:
The customer requested to check the logs as the end user suspecting o2 delivery by this unit and log shows supplied o2 pressure drops down almost to 0 at various occasions during the ventilator is in clinical use. Respective warning alarms were also triggered as well. There is patient involvement but no harm as reported.